Event description:
It was reported that while in the cath lab the (B)(4) was pretested and at that time the balloon did not inflate. As a result, this catheter was not inserted into the (B)(6) female pt. The md requested another (B)(4) for insertion. This catheter was pre-tested and inserted without difficulty. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no reported interruption or delay in therapy. The pt outcome is ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.